Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse tested range of motion on universal surgical manipulator (usm) 1, installed and removed multiple test instruments on usm1, fired monopolar and bipolar energy on usm 1 & 2, and completed a system test drive. The system operated appropriately, and the reported issue could not be duplicated. The system was tested and verified as ready for use. Isi has not received the vessel sealer extend instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. Error 22025, which points to a jammed blade, was seen in the logs. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: towards the end of vse usage, there were 4 sequential applications of energy. According to the logs, all 4 of these events appear to have been autostopped (p4 value = 1), and the durations of these events is right around a typical seal duration for erbe. At 13:58:52, the surgeon activated the cut function and a vs_cut_failed message was recorded, indicating the vse was not able to complete the cut successfully. The p values indicate the knife travelled the full length of the jaw but failed to return to the garage. After the vse detected the failed cut and jammed blade (vs_blade_jam message at 13:58:53), the instrument began the unjam sequence and successfully recovered the blade into the garage (vs_blade_recovery). The p values of the recovery event tell us recovery took ~20.36 seconds. Failed cuts are typically due to cutting across hard objects, thicker tissue/bundles, or large tissue/bundles that may be larger than the instruments indication. None of the messages recorded in the logs point to an instrument failure. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: during a da vinci-assisted hysterectomy procedure, the vse cut the uterine artery but did not seal. The customer was unsure whether there was a continuous sound or seal complete tone from the generator during the sealing process. There were no errors seen on the system. The vessel bled, and the procedure was converted to open to control the bleeding. The vessel was ligated, and the hysterectomy was completed. The amount of bleeding was reportedly more than 750 ml and the patient was transfused with blood. An isi technical support engineer (tse) reviewed the system error logs and noticed a single 22025 vessel sealer blade cannot retract error in the logs. System log review confirmed that there was blade jammed error. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer indicate that none of the messages recorded point to an instrument failure. The customer applied energy 4 times before activating the cut function. An error message was received when cut function was activated and the cut function was not completed successfully. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. It is also unknown whether tissue effect was seen by the customer during the sealing process. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. Moreover, the placement of a clip, suture, staple, or other intervention that was not planned, to control bleeding of a vascular structure is a medical intervention to preclude permanent impairment, making this complaint a reportable adverse event. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the customer had an issue with the vessel sealer extend (vse) instrument. The surgeon attempted to use the vse to seal the uterine artery. The vse allegedly cut the tissue but did not seal the uterine artery, causing the vessel to bleed. After the vessel began to bleed, the jaws of the vse did not close, making the instrument removal difficult. The customer stated that blood squirted on the endoscope, which was removed, cleaned and reinstalled so that the surgeon could get a good visual of the bleed. The procedure was converted to open to control the bleeding. The customer stated that they did not get a "too much tissue message on the screen" and they had to undock arm 1 completely in order to remove the instrument from the patient. An intuitive surgical, inc (isi) technical support engineer (tse) reviewed the system error logs and noticed a single 22025 - vessel sealer blade cannot retract error in the logs. The tse asked the customer if the blade was still exposed after cutting and when the instrument was removed, but the customer was not sure. The customer stated that they completed the hysterectomy by open surgery. Isi followed up with the first assist and obtained the following information: the vse instrument worked initially and then stopped working. She was unsure if there was any tissue effect seen while cauterizing, and whether there was a continuous sound or seal complete tone from the generator during the sealing process. There were no errors seen on the system. When the surgeon cut the vessel, there was bleeding. The surgeon initially tried to clamp down on the vessel, but the instrument could not close its jaw. The site tried to use a backup vse to seal the vessel, but the instrument allegedly could not be removed from the cannula and the system arm. The instrument, cannula and arm were removed from the patient together and the procedure was converted to open to contain the bleeding. The vessel was ligated, and the hysterectomy was completed. The amount of bleeding was reportedly more than 750 ml and the patient was transfused with blood. The patient did not require a stay in the ICU. According to the nurse, there was no hard material in the jaws of the instrument, no tissue tension, no calcification, the jaws was not immersed in liquid or contaminated by biodebris during the sealing process. She was unsure if there was previous exposure of the vessel to chemotherapy/radiation, and what the diameter of the tissue was but said that it fit properly in the jaws of the instrument. Demographic information/preexisting medical illness/relevant investigation was asked but was not provided. Isi followed up with the isi clinical sales representative (csr), who was not present during the incident, and obtained the following information: the customer called him after the incident was over. The customer informed him that the patient had large fibroids and that he was working through thick tissue. He was not aware if the generator produced the appropriate tones / whether tissue effect was seen during the cauterization process or whether the surgeon checked that the artery was sufficiently sealed before she cut the vessel. He said that the staff could not remove the instrument from the usm as the staff did not press the side levers to remove the instrument. He was also not sure whether the vse will be returned for analysis. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.